Manufacturer narrative:
Continuation of d10: product ID a820, serial# unknown, product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer (con) regarding a patient receiving hydromorphone and gablofen (unknown concentration and doses) for malignant pain and spinal pain via an implantable pump. It was reported that since the patient had gotten the pump, they had noticed increasing difficulty connecting to the pump the closer they got to a refill. It was reported the handset would hang at 92 or 98% for multiple minutes when connecting to the pump and again after pressing deliver bolus. It hadbeen mentioned the last refill had been about a month ago and it had been taking longer to connect since then. They also mentioned seeing service code 338. It had been mentioned the patient usually waits slightly over 4 hours before doing a bolus but had occasionally seen they were still locked out. They were able to connect to the pump during the call and it had been reported the patient does have operator issues and had difficulty holding the communicator over their hip that long. The patient did report they had a fall but denied any trauma of device damage. The patient was reported to be legally blind and unable to leave the house.